Event description:
(B)(4). Event occurred in the united states. The patient reported that the quick release came loose and did not stay attached while she was getting clothes out of the dryer. Every time she bent over, it fell off. The site location was right side of her stomach and the pump was worn on her right side. The infusion had been in use for 45 mins at the most and the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.